Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The breakout box was replaced and the system passed checkout. The axiem box was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem instruments were not verifying. None of the instruments were recognized in the software even after changing ports on the breakout box. The breakout box was swapped for another one from an alternate navigation system and this resolved the issue. There was no patient involvement.